Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on a transport call the cardiosave intra-aortic balloon pump (iabp) fell after hard stop in ambulance while on a transport call. Handle and associated welds broke off of chassis. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and took pictures but cannot repair broken welds in the field. The unit will be sent to depot for assessment, and no local repairs have been made. When additional information regarding the repair of the device is a received, a supplemental report will be sent.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.